Manufacturer narrative:
Isi has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip from a harmonic ace instrument broke and fell inside the patient. A backup instrument was used to continue. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace (ha) instrument broke while cutting tissue. The customer cut tissues after testing, but a blade pressure error occurred. After retrieving the fragment from the patient, the customer attempted to test the instrument again; however, a replacement instrument error occurred. The customer completed the procedure using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the customer retrieved the broken tip with no patient injury. The instrument did not make contact with any other instrument or other hard material during the surgical procedure. The instrument was inspected prior to use. The customer did not remove the instrument during the procedure. No post-operative tests were performed to either retrieve or check for remaining fragments.

Manufacturer narrative:
61- intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The blade broke at roughly 0.200¿ from the base. The broken piece was returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the blade was found broken. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Failure investigation confirmed that the cause of the instrument breakage was due to mishandling/misuse.